Event description:
On (B)(6) 2016, during communication between the complainant and a leica biosystem field support specialist (fss), it was clarified that due to a processing issue, tissue samples from two (2) cases were not diagnosable and that rebiopsy was required. Patient identifier information was provided for both cases and a separate report has also been submitted for the other case. The initial reporter has also sent two reports to the FDA as mw5063749 and mw5063750.